Event description:
I had a severe hypoglycemic episode due to the device giving me extra insulin overnight. I screamed for help, became unable to move, almost had a seizure, and passed out. It was super traumatizing to me and the family I was visiting. Paramedics were called and urged me to go to the hospital, but I did not go because my medical insurance is for (B)(6) only and I was in (B)(6). I had another such incident earlier that year at the grocery store. I believe I should be compensated for these incidents. I replaced the pump, but medtronic has the information on all of the extra serial numbers on it. I believe I should be compensated for this incident. FDA safety report ID# (B)(4).